Event description:
It was that the device ¿is loose and I can almost feel it in my back, in the side back now, because it feels like it¿s moving around.¿

Event description:
It was reported that patient never had therapeutic benefit since implant about four years ago and always had problems with her back. A magnetic resonance imaging scan (MRI) was performed for unrelated reasons and had showed that "implant was cut in half." Lack of therapeutic effect had previously never been reported. No other information, including device or drug information was obtained or available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_cath, lot#, serial# unknown, product type: catheter. (B)(4) (implant cut in-half).